Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer leakage at the level of the junction of the y tubing. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer leakage at the level of the junction of the y tubing. No other information provided. Additional information received 9/11/2023: "when connecting the bottle, leak at level y. Needle removed. Reinstallation made with 19g 1 inch needle with integrated cap. Folfuri treatment."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a crack in the y-site was confirmed. The sample was evaluated and this event was determined to be related to a supplier manufacturing condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported by the customer leakage at the level of the junction of the y tubing. No other information provided. Additional information received 9/11/2023: "when connecting the bottle, leak at level y. Needle removed. Reinstallation made with 19g 1 inch needle with integrated cap. Folfuri treatment."